Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the drill bit broke in the drill guide. The surgeon reported that he had felt a small bit of resistance when he inserted the drill bit into the drill guide. The surgeon was able to get the drill out of the drill guide, and used another drill guide to pursue the surgery. There was no report of harm to the patient.

Manufacturer narrative:
Following the observation in situ and surgeon feedback is impossible to determine the root cause, because is not possible to determine which one between the drill bit and the drill guide generated the incident considering that the surgeon felt unusual resistance while putting the drill through the drill guide.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the drill adaptor and not the rosa robot.

Event description:
It was reported that during a surgery the drill bit broke in the drill guide. The surgeon reported that he had felt a small bit of resistance when he inserted the drill bit into the drill guide. The surgeon was able to get the drill out of the drill guide, and used another drill guide to pursue the surgery. There was no report of harm to the patient.